Event description:
Initial report rec'd on (B)(6) 2012: this spontaneous case was reported by a physician and involves a female pt. Two yrs ago (2010) the female was treated with poly-l-lactic acid (sculptra, batch-no. Unk) for cosmetic skin procedure. On an unspecified date she experienced visual disturbance and pain. Corrective treatment was not mentioned. Visual disturbance was ongoing at the time of the report. No details were provided on relevant history, concomitant diseases, concurrent drugs, other suspected drugs and causality assessment. A product-technical examination (B)(4) was initiated. Assessment after investigation: an investigation has been performed and the results are discussed here as follows: since no batch-no. Was communicated, the documentation relevant to all the sculptra batches marketed in (B)(4) up to the end of (B)(6) 2012 and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: a0034, a0035, a0036, a0037, a0038, a0039, a1040, a1041, a1042, a1043, a1044, a1045, a1046, a1047, a1048, and aid48. The analysis certificate at the release step of all the batches listed above has been re-checked an ll the results were conforming to specifications. Nevertheless since we have not rec'd the complaint sample, we reserve to close this complaint as no conclusion possible" for the lack of an important element of eval that is the complaint sample itself. Conclusion: no investigation possible. Add'l info rec'd on (B)(6) 2012. Assessment after investigation added.